Manufacturer narrative:
H3 received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bypass. While stapling on the stomach, four reloads cut the tissue but did not place any staples. The surgeon pressed the green firing button and squeezed the handle but no staples were placed. There was poor staple formation and the staple line was incomplete. As a result of the malfunction there was additional tissue damage. The case was completed using a new reload.